Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer reloaded the cartridge to resolve the issue. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.